Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for clotting with the incident lot was observed. However, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The customer and retention samples were tested and no issues relating to clotting were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text: see h.10.

Event description:
It was reported that clotting occurred after use with a bd vacutainer® edta 2k . The following information was provided by the initial reporter, "some samples were clotting." 39 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that clotting occurred after use with a bd vacutainer® edta 2k . The following information was provided by the initial reporter, "some samples were clotting." 39 occurrences were reported.